Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator; product ID: 3387ies, lot# n25774, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) stating that the cause of the broken lead was a presumed fall. No interventions were taken to resolved the issue, a different contact was instead used. The fall and fractured arm were not related to the device.

Manufacturer narrative:
(B)(4) are associated with the lead. (B)(4) is also associated with the ins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the cause of the broken lead was a fall. There were no actions/interventions taken as it was an inactive contact. The issue was not resolved. It was further noted the fall and fractured arm were not considered related to the device/therapy.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3387ies, serial/lot #: (B)(4), ubd: 05-apr-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dbs therapy indications. It was reported that one of their leads were broken. They were currently not using the lead but they said the neurosurgeon told them it would need to be replaced at some point in case they need to use it. It was also reported that this could be related to a motor vehicle accident. The patient mentioned that they felt pulling across their chest and the left lead is the one that was damaged. It was also noted that the patient fell of their chair and broke their arm a few weeks ago. No further complications were reported as a result of this event.